Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ipg output was reprogrammed. The remaining battery life was acceptable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that patient is currently hospitalised and the implantable pulse generator (ipg) exhibited premature battery depletion. The ipg remains in use. No patient complications have been reported as a result of this event.